Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer obtained a blood glucose reading of 301 mg/dl on the contour next one meter. Upon retesting, the reading on the alternate meter was half of that obtained on the contour next one meter. The specific reading obtained on the alternate meter was not provided. The difference between the readings will fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned for evaluation. A replacement meter was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The country of origin for this event is (B)(6). Initial reporter has been updated with the correct information.